Manufacturer narrative:
Intuitive surgical inc. (Isi) received the integrated electrosurgical unit (iesu) for failure analysis investigation. The unit was analyzed and found during power-on testing, a c-34 error was reproduced, confirming the fault occurred in the field. Visual inspection did not reveal any related issues. Unit will be returned to the original equipment manufacturer for further failure analysis and potential repair. The complaint was confirmed based on the field evaluation. The probable cause of error c-34 is attributed to a faulty electrical component inside the erbe generator. This error indicates a lower voltage than expected during energy activation.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer encountered an error c-34 on the integrated electrosurgical unit erbe generator. The customer rebooted the erbe, adjusted settings, and replaced the energy cables but the error persisted. The customer did not have a backup generator and opted to continue the case laparoscopically. The procedure was converted to laparoscopy with no reported injury. Intuitive surgical, inc. (Isi) received the following additional information was obtained: reporter indicated that the system powered on without errors. The procedure was converted but the port incision remained the same. The patient tolerated the conversion.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the integrated electrosurgical unit (iesu). The system was verified and ready for use. Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the device returned. However, isi has not received the unit involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.